Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) while the hp was connected during drain. During troubleshooting it was noted that there was an open clamp on an unused supply line. The patient was advised to start therapy over using new supplies or to use continuous ambulatory peritoneal dialysis to complete therapy. The patient was instructed to contract their nurse regarding the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.